Manufacturer narrative:
Additional customer contact information: name: (B)(6), e-mail: (B)(6). A getinge field service engineer (fse) found the issue during scheduled pm service and he found that the batteries would not meet the required runtime spec. The batteries were replaced and a full pm completed under so#(B)(4). All tests completed under the pm service order, all passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries failed to meet runtime spec. There was no patient involvement.